Manufacturer narrative:
As reported, there was a leak from the hub of the 6f 100 cm vista brite tip judkins right 4, 2 side holes (jr 4 sh) guiding catheter as it was attempted for use in a percutaneous coronary intervention (pci). The device could not be used. There was no reported patient injury. A sterile unit of catheter 6f .070 jr 4 sh 100cm was received for analysis. During the visual inspection, several kinked/bent conditions were observed on the body of the catheter located approximately 23.5, 52.9, 53.5, and 83.5 cm from the distal tip. No other damages or anomalies were observed on the returned device. Functional analysis was performed by performing a flushing test and a leak was noted on the hub. An amplified image of the hub was taken due the leakage noted during the functional analysis, and a cracked condition was identified. The reported ¿luer hub - leakage¿ was confirmed. A leak was noted on the hub. Additionally, the event ¿luer hub ¿ cracked¿ was confirmed as this condition was observed during microscopic analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, there was a leak from the hub of the 6f 100 cm vista brite tip judkins right 4, 2 side holes (jr 4 sh) guiding catheter as it was attempted for use in a percutaneous coronary intervention (pci) procedure. The device could not be used. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.